Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 42 mg/dl. Troubleshooting was performed. Found that the customer had made changes to her basal rates without first consulting with her dr. The customer's basal rates were set much higher than what her dr had prescribed. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test, but the customer stated that the piston would stop and move very slowly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.